Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation will be rupture, and silicone migration. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side lobulated contours and rupture and silicone infiltration. The device remains implanted.

Event description:
The device has been explanted.